Manufacturer narrative:
(B)(4).

Event description:
The patient's family reported the parkinson's disease patient underwent routine reprogramming in the beginning of (B)(6) 2015. Then, on (B)(6) 2015, the patient first experienced dyskinesia symptoms. The patient continued to experience dyskinesia four days later. No troubleshooting was performed and the cause of the issue was not determined. A supplemental report will be filed if additional information is received.